Event description:
On (B)(6) 2011, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2022, the patient presented with a suspected infection of the grafts, the patient was converted to open repair and complete explant of the grafts was performed. The explanted grafts were replaced with a prosthetic aorto bi-iliac graft. Case was completed without incident and patient is reportedly did ok. The explanted grafts were discarded by the site. Infection was confirmed however the cause of the infection was not determined.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: infection (e.g., aneurysm, device or access sites), coversion as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pxc161400/(B)(4), UDI: (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: additional information. A review of the manufacturing and sterilization records for the devices verified that this lot mets all pre-release and quality control testing requirements and specifications.